Event description:
It was reported that during unpacking of the device, it was noted that there was a plastic piece floating inside the packaging. It looked like part of the device broke off, possibly wire. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that during unpacking of the device it was noted that there was a plastic piece floating inside the packaging. "It looked like part of the device broke off, possibly wire." The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual inspection before decontamination process found a hole in the "clear side" of the pouch and the red 'carton' protector flag is floating inside the pouch. The device was returned within its original sealed pouch, it presented the "caution tag" detached from the trocar (floating inside the pouch) and additionally it is important to mention that the pouch was slightly ripped and presented a hole, near to the trocar cap, where the "caution tag" should be located. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).